Event description:
The phaco machine stopped working in the middle of the case. The surgery lasted for an extended amount of time before we were able to remedy the problem. The surgeon also had to perform an anterior vitrectomy.